Event description:
It was reported the patient presented to hospital with the pacemaker site area red and warm to the touch. The patient was admitted for antibiotic therapy and infectious disease consultation. The pulse generator was explanted and placed in antibiotic solution. The pocket was cleaned and the device was replaced in the pectoralis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.